Event description:
Medtronic (covidien) received information that during flow diversion treatment of an unruptured, saccular cavernous carotid artery aneurysm, the physician reported the proximal end of pipeline embolization device did not open. The physician attempted to deliver the pipeline in the right position. There was no friction or difficulty during delivery, positioning or procedure. The physician rotated the delivery pusher three times to release the pipeline from the capture coil. Because the proximal end did not open, the physician attempted to remove the pipeline by trapping the pipeline braid between the capture coil and catheter. The pipeline was inadvertently unsheathed and fell into the aneurysm. The proximal end of the device still did not open in the aneurysm. The physician unsuccessfully attempted to use a retrieval device and then a snare to remove the pipeline from the aneurysm. The physician then decided to sacrifice the internal carotid artery by placing coils and mvp plug. Patient is reportedly doing well post-procedure and was discharged two days post-procedure.

Manufacturer narrative:
The device involved in this event was implanted in the patient and will not be returned. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported event. (B)(4).